Event description:
Rf3000 generator was on loan from vendor and was being used during a procedure. Four bovie pads were placed at the same level per the equipment rep's instructions. Once physician finished with equipment the pads were removed. Pt's upper thighs were noted to be burned.